Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The receiver failed to boot and charge. The receiver download was not retrieved. The customer complaint is undetermined because the receiver is unable to download. The reported event of an error icon display was undetermined . A root cause could not be determine.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err28. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.